Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery and displacement test. The device was received with internittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with scratched display window and a stripped battery coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer was not sure if a button was held down for three minues or longer. The blood glucose reading was 12 mmol/l. Nothing further was reported.